Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient had asystole greater than 2 seconds, as a result of loss of capture, due to this right ventricular (rv) lead dislodging. The patient's ventricular escape rhythm was 30 beats per minute (bpm) or less, which required the patient to be admitted to the cardiac care unit. The lead was subsequently repositioned and remains in service. No additional adverse patient effects were reported.